Event description:
An individually packaged q-syte placed on the end of umbilical venous catheter infusing dopamine drip, blood pressure remained low, epinephrine drip started, pressure remained low, hydrocortisone injection given, fluid noted in bed, new device put in place. Blood pressure increased, epi discontinued, dopamine dose weaned significantly.nurse estimated a 4 inch diameter puddle in the sheets (hard to tell exactly how much fluid). The device she removed was attached to a syringe with fluid... Leak noted between the silicone slip valve and the hard plastic base of the device.2nd patient: qsyte attached to the end of a PICC-line. Attempted to change qsyte, unable to remove from end of central line (appears to have bonded to the vygon 2 fr. PICC).